Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient via the manufacture representative reiterated that the stimulation was turning off intermittently and that the ins would not hold a charge. It was noted that turning off adaptive stimulation did not resolve the issue. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that she feels like the implant is turning off an its own. The patient stated that this had been happening frequently since implant. The indication for use was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that after the rep went through the patient's reports it seemed that the patient was letting the device die most days. The rep and patient came up with a plan to have the patient charge 2 times a day to keep it on and keep the stimulation running constant to see if that helps the patient's pain. No further complications were reported.